Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to found to have a broken grip at the basepoint of the grips location. A piece approximately 16.07 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument jaw broke during parenchyma handling. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.